Event description:
In 2001, after nearly 1 1/2 years of cochlear implant use, this pt presented with a skin flap infection over the implant site. It was treated successfully with antibiotics. In five months later, the pt had to undergo a revision surgery on the same side. In 2004, patient then developed a fistula. The culture was negative and the pt was treated with antibiotics. Finally in 2005, the pt underwent a skin flap rotation surgery to prevent the extrusion of their implant. The device was extruding due to a recurrent infection, which consists of serratia bacteria. Due to the recurrent infections and extrusion issue, the device was explanted the next month. The pt will be reimplanted in the near future.